Event description:
Same case as MFR#2134265-2012-02925. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery. The physician advanced a laser atherectomy device to treat the lesion. The physician then advanced a 30mm x 3.25mm nc quantum apex balloon to dilate the lesion and it ruptured at less than 8atms. The physician then advanced a 30mm x 3.00mm nc quantum apex balloon to dilate the lesion and it ruptured. An unspecified flextome cutting balloon was then advanced but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).